Event description:
Rn reports infusion is finishing up early pump is programming correctly. Bodyguard serial number (B)(4) exp date 09/26/2017. Pt has no side effects from pump malfunction. Pt's mother knows not to throw the pump away, but to return the pump. Return box sent. Pt's mother did not agree to MFR contacting her re-pump malfunction. Reason for use: e76.1 mucopolysaccharidosis, ty.